Event description:
A medtronic representative reported an adjustable drill stop that was not locking properly. The site discarded their last adjustable drill stop months ago and are requesting a replacement. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available as suspect device was discarded at the site. Device manufacturing date is dependent on lot number/sn, therefore, unavailable/ RMA issued. Replacement adj drill stop shipped to site (B)(4) 2013. Suspect device was discarded by site and will not be returned to manufacturer for evaluation. Part discarded at site.